Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d9 additional information: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seen (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of charged coupled device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head exhibited poor image quality. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation to the olympus service center and the customer's allegation was confirmed. The image was poor quality due to faulty charged coupled device (ccd). Also the evaluation found cable boot was pulled from the camera. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.